Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked liquid crystal display controller. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump screen was flashing. The customer¿s blood glucose level was 89 mg/dl at the time of the incident. The insulin pump will be returned for analysis.